Event description:
It was reported that the patient did not charge the ipg for over 2 years and the ipg was inoperable. Troubleshooting was done, but the ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.